Event description:
A registered nurse reported following an intraocular lens (iol) implant procedure, the patient experienced blurry vision. The lens was explanted and replaced with another lens in a secondary procedure. The clinical reason for the explant was mechanical complication of intraocular lens. Additional information was requested, but further no information was available.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in b.5 and h.10. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and reported that the iol was exchanged with toric lens indicating the correct lens was not implanted initially. There is no reported defect or fault with the iol.